Event description:
It was reported that the patient¿s stimulator was coming back on ¿automatically.¿ the patient would shut off his device, and about 20-30 minutes later, it would turn on. The patient was checking the programmer and confirmed it was turning on. The patient stated it happened all over the house and outside while walking. The patient was redirected to his physician. 2013 (B)(6) lfc: no info, only surgery record of last device replacement.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient product ID 3998 lot# la4065, implanted: 2002 (B)(6); product type lead product ID 7495-51 lot# serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 7495-51 lot# serial# (B)(4), implanted: 2002 (B)(6); product type extension. (B)(4).